Manufacturer narrative:
Follow-up received on 07-jun-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Lot number: c68115; production date: 16-jun-2014; expiration date: 30-jun-2017. In this case no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-jun-2016 for the following meddra preferred term: salpingitis. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient. She was submitted to a celioscopy, 4 months after essure (fallopian tube occlusion insert) insertion, due to left pyosalpynx. At the time of this event, she also had laboratorial values suggesting functional renal insufficiency. Only pyosalpinx is listed according to the reference safety information for essure. Fallopian tube abscesses typically result from upper genital tract infections (complication of pelvic inflammatory disease). While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this particular case, patient had a unilateral essure insertion in the left side. As physician was unable to place essure in the right side, he did a surgical sterilization via celioscopy. Four months after essure insertion procedure, the patient was submitted to another celioscopy due to pyosalpinx in the left fallopian tube. Although the temporal relationship between the reported pyosalpinx and essure insertion was weak, considering essure has local action in the fallopian tubes (acting as a foreign body) and since the patient developed pyosalpinx in the side where essure was inserted; a contributory role of the suspect insert cannot be totally ruled out. The reported functional renal insufficiency was also considered as related to essure, since it was likely a complication of the reported infection. This case was upgraded to incident, due to the surgical intervention required for event's treatment. The product technical complaint investigation resulted in an unconfirmed quality defect.

Event description:
This is a spontaneous case report received from a physician in (B)(6) on 11-jan-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. Physician reported that in (B)(6) 2016, 4 months after the placement of essure, patient experienced pyosalpinx. Follow-up information received on 28-jan-2016 new reporter was added. Patient's initial and date of birth were updated (she was (B)(6)). On (B)(6) 2015, essure had been placed on the left tube but it was impossible to place essure on the right side. Lot number was c68115. On (B)(6) 2015, surgical sterilization via celioscopy was performed. On (B)(6) 2016: celioscopy was performed due to left pyosalpynx. Essure system was not available follow-up information was received on 05-feb-2016: (B)(4). Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient. She was submitted to a celioscopy, 4 months after essure (fallopian tube occlusion insert) insertion, due to left pyosalpynx. This event is listed according to the reference safety information for essure. Fallopian tube abscesses typically result from upper genital tract infections (complication of pelvic inflammatory disease). While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this particular case, patient had a unilateral essure insertion in the left side. As physician was unable to place essure in the right side, he did a surgical sterilization via celioscopy. One and half month after this procedure patient was submitted to another celioscopy due to pyosalpinx in the left fallopian tube. The temporal relationship between the reported pyosalpinx and essure insertion was weak and it is unclear the exact procedure used for surgical sterilization (if the left fallopian tube was manipulated during this procedure) to concluded if the pyosalpinx could be a consequence of this intervention. Although the information provided is not complete, considering essure has local action in the fallopian tubes (acting as a foreign body) and since the patient developed pyosalpinx on the side where essure was inserted; a contributory role of the suspect insert cannot be totally ruled out. This case was upgraded to incident, due to the surgical intervention required for event's treatment. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Follow-up received from physician on 26-feb-2016 the patient's initial was updated. Her medical history included 4 vaginal deliveries, appendicectomy, cholecystectomy and conization in (B)(6) 2015. She had no particular allergy. According to the reporter, the vaginal infection was not particularly serious. On (B)(6) 2015, essure had been placed on the left under general anesthesia (right side was not placed). On (B)(6) 2015, surgical sterilization was performed under general anesthesia. On (B)(6) 2016, the patient came to the emergency unit due to diarrhea starting one week earlier, abdominal pain, shivers and fever. On physical examination, the patient experienced pain when left iliac fossa was touched. C-reactive protein was 164 and white blood cells were 9530. There were values suggesting functional renal insufficiency. Hypokalemia was also observed. Antibiotic with rocephine (ceftriaxone) and flagyl (metronidazole) were initiated. After hydration and potassium supplements, the general state of the patient improved. Abdomen was supple 24 hours after the beginning of antibiotic treatment and biological work-up was better. On (B)(6) 2016, in the afternoon, the patient experienced pain in the left iliac fossa non-improved under antalgic and left iliac fossa tenderness when it was touched. After consultation, the visceral surgeon decided to perform a celioscopy in emergency under general anesthesia on (B)(6) 2016. Upon lysis of adhesions, purulent heavy discharge was found. No further information will be available. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient. She was submitted to a celioscopy, 4 months after essure (fallopian tube occlusion insert) insertion, due to left pyosalpynx. At the time of this event, she also had laboratorial values suggesting functional renal insufficiency. Only pyosalpinx is listed according to the reference safety information for essure. Fallopian tube abscesses typically result from upper genital tract infections (complication of pelvic inflammatory disease). While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this particular case, patient had a unilateral essure insertion in the left side. As physician was unable to place essure in the right side, he did a surgical sterilization via celioscopy. Four months after essure insertion procedure, the patient was submitted to another celioscopy due to pyosalpinx in the left fallopian tube. Although the temporal relationship between the reported pyosalpinx and essure insertion was weak, considering essure has local action in the fallopian tubes (acting as a foreign body) and since the patient developed pyosalpinx in the side where essure was inserted; a contributory role of the suspect insert cannot be totally ruled out. The reported functional renal insuffiency was also considered as related to essure, since it was likely a complication of the reported infection. This case was upgraded to incident, due to the surgical intervention required for event's treatment. A product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.